Event description:
It was reported that the patient complained of uncomfortable positional change with overstimulation associated with the percutaneous cervical lead. Stimulation was effective for the patient's arm pain. Reprogramming (2008) was performed, but patient still experienced positional change that was not satisfactory. The patient's lead was replaced. Reference MFR report #3004209178200808658.